Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported neurological dysfunction and aortic insufficiency could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. The IFU lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an uneventful transcatheter aortic valve replacement (tavr) on (B)(6) 2021. The patient presented to the emergency department (ed) on (B)(6) 2021 with neuro symptoms, blurred vision and lightheaded. Chest x-ray noted to have tavr valve migrated and was sitting on inflow cannula of the patient¿s heartmate 3 (hm3). No vad (ventricular assist device) alarms reported and the patient¿s pump parameters were stable. The patient was to remain in cardiothoracic intensive care unit (cticu) over the weekend awaiting surgery for tavr removal. On (B)(6) 2021, the patient was taken to the operating room to surgically removed the transcatheter aortic valve replacement (tavr) valve via median sternotomy approach, accessing the left ventricle (lv) via the ascending aorta and through the aortic valve. The tavr valve was successfully retrieved. Surgeon then did a park stitch to the aortic valve to treat the aortic insufficiency (ai). Ai much improved via echocardiogram after the procedure. Left ventricular assist device (lvad) functioning as intended. No additional information provided.